Manufacturer narrative:
Corrected data: the reporter indicated that the surgeon implanted a 13.0mm icm130v4, -13.5 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2001. Claim# (B)(4).

Manufacturer narrative:
Corrected data: claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.0 mm icm130v4, -13.5 diopter, implantable collamer lens in the patient's (os) on (B)(6) 2001. On (B)(6) 2018, refractive change over time was noticed. The surgeon is making plans to exchange the lens. The reporter stated that the reason for the refractive change over time was because of penetrating keratoplasty (pkp) performed 18 years ago.